Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch form #: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through a medwatch form that the patient was admitted due to a recurrent event of gastrointestinal (gi) bleed despite being off all coumadin and aspirin. Hemoglobin was 5.8 grams per deciliter (g/dl) on admission. 5 units of blood were required. Endoscopic evaluation included an urgent colonoscopy due to brisk blood loss. A dieulafoy vs. Arteriovenous malformation (avm) lesion was actively bleeding in the descending colon, and was treated with an epinephrine injection plus 3 clips. There was no active bleeding at the end of the procedure.